Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered vascular dissection (aortic dissection) requiring no interventions. During the procedure, the patient suffered a little aortic dissection. Reminder of the procedure was canceled. The patient got a contrast agent check-up to visualize the aorta; however, no further actions were required. Patient was being monitored. There¿s no indication that prolonged hospitalization was required. Patient¿s outcome is unknown. Physician¿s causality opinion was not provided. No bwi product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. There¿s no information on if a bwi sheath was used to gain vasculature access. With the information available, this event is being coded and reported under the stsf ablation catheter as ¿vascular dissection¿. Since this event is life threatening and might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On (B)(6) 2020, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12/14/2020, the product investigation was completed as bwi received additional information stating that the device would not be returned (due to quarantine restrictions). It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered vascular dissection (aortic dissection) requiring no interventions. During the procedure, the patient suffered a little aortic dissection. Reminder of the procedure was canceled. The patient got a contrast agent check-up to visualize the aorta; however, no further actions were required. Patient was being monitored. There¿s no indication that prolonged hospitalization was required. Patient¿s outcome is unknown. Physician¿s causality opinion was not provided. No bwi product malfunctions were reported. Device investigation details: additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2021, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered vascular dissection (aortic dissection) requiring no interventions. During the procedure, the patient suffered a little aortic dissection. Reminder of the procedure was canceled. The patient got a contrast agent check-up to visualize the aorta; however, no further actions were required. Patient was being monitored. There¿s no indication that prolonged hospitalization was required. Patient¿s outcome is unknown. Physician¿s causality opinion was not provided. No bwi product malfunctions were reported. Device evaluation details: the device was visually inspected and it was found in good conditions. The magnetic, temperature, electrical and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30426799l number, and no internal actions related to the reported complaint condition were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)